Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up visit the atrial lead exhibited infinite, high impedance, and the did not pace. X-ray, and diagnostic testing/troubleshooting was performed. Device settings were re-programmed and the atrial lead remains in use. Physician decision to not replace the atrial lead due to patient's age. The patient will be monitored during follow up visits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.